Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were visibly defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Device information: changed to c-vh-3000. Corrected evaluation code from "insufficient information" to "peeled" lot # 25143553. Internal complaint # trackwise #: (B)(4). Autonumber #: (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold and hot jaw were completely intact with no defects. However, the heater wire was observed to be slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ was not confirmed but analyzed failure mode ¿material twisted/bent; wire".

Event description:
The hospital reported that during preparation of an endoscopic vein harvesting procedure, vasoview hemopro 1 plastic covering of the jaws were visibly defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.